Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state).the sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message with the freestyle libre sensor. The customer reported requiring third-party treatment due to issue, but refused to troubleshoot or provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified error message with the freestyle libre sensor. The customer reported requiring third-party treatment due to issue, but refused to troubleshoot or provide additional information. There was no report of death or permanent injury associated with this event.